Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did identify trends for list number 02k41. However, the trend identified is not related to the issue under review because it is a different lot number. Device history record review on lot 26216un22 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 26216un22. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 26216un22 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for multiple patients that were questioned by the physician. The following data was provided (customer provided cutoff is 0.028 ng/ml): patient 1: initial result = 0.55 ng/ml, repeat = 0.013 ng/ml. Patient 2: initial result = 0.053 ng/ml, repeat = 0.013 ng/ml. Patient 3: initial result = 0.043 ng/ml, repeat = 0.004 ng/ml. The customer found the reagent bottles were loaded without septums. No impact to patient management was reported.